Event description:
It was reported that during a cartridge change the ilet device housing separated such that the unit appeared split in half and subsequently would not power on; the device is no longer watertight, and the affected component was the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a loss or failure of bonding affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.